Event description:
Caller reported an alarm 2 related to an occlusion issue but confirmed that it did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating that there was no adverse impact. The customer reloaded the existing cartridge to resolve the issue and resumed insulin.